Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was part of a field safety notice and the patient had a concern about the risk of device not performing as indented, as well as the possibility of having further surgery to remove or replace this device. The patient has experienced faults with the associated communicator which resulted in sleep disturbances. No additional adverse patient effects were reported. This pacemaker remains in service.